Manufacturer narrative:
The patient has laxity and requires thicker poly inserts. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
The patient has laxity and requires thicker poly inserts. A revision surgery is planned to exchange the poly inserts.